Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that within 3 days a patient had 3 balloon failures, 2 14fr and 3rd is 16fr. Confirmed the balloons were filled with 10ml sterile water but burst in the bladder. All parts of the balloons were retrieved.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. 1 piece of actual samples was returned for investigation. Based on the complaint description, it was reported that the balloon had burst. Investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with sox magnification on the actual sample. Based on the picture there were scratch marks observed on the balloon surface of the sample. The presence of scratch marks may occur due to several reasons such as in contact with sharp object or pointed object during handling that render the balloon to burst. Balloon burst may happen due to several reasons such as being in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit , paraffin or other relative's compounds. Balloon could also burst as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed surface leaving scratch marks on the surface. These scratch marks may propagate and lead to burst. Therefore, this complaint could not be confirmed.

Event description:
It was reported that within 3 days a patient had 3 balloon failures, 2 14fr and 3rd is 16fr. Confirmed the balloons were filled with 10ml sterile water but burst in the bladder. All parts of the balloons were retrieved.